Event description:
During an initial implant procedure, it was difficult to advance the stylet through the right ventricular (rv) lead. Additionally, it was not possible for the rv lead to sense, and the rv helix would not extend. A new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to sense, failure to advance stylet, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the inner coil inside the connector region was overtorqued and the helix was stretched / bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being stretched / bent. The reported events of failure to sense and failure to advance stylet were not confirmed. The stylet used in the field was not returned with the lead. The stylet was able to be inserted and remove throughout the entire lead without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.